Event description:
Arrive clinical study: 519 days post index procedure the patient expired due to pancreatic cancer. The index procedure treate the mid lad. The lesion was 20 mm long, with 90% stenosis and 2.75 x 24 mm taxus stent. Residual stenosis as 0%. The patient also had a pacemaker implanted on the index procedure day. On day 2, the patient had a consultation due to a drop in hemoglobin since admission to the hospital. It was recommended that the patient have an egd and colonoscopy in one month unless she developed overt sings of bleeding. The patient was discharged 3 days post index procedure on aspirin and plavix. During the 2 year follow up phone call, the patients son informed the site that the patient expiredin 2005 of pancreatic cancer. The patient's cardiologist was consulted, and he was unaware that the patient expired. The national death index was consulted for the exact date of death. No autopsy was performed, and no additonal information is available.